Manufacturer narrative:
Updated data: b4,g2, g3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d10, h6 ( impact & clinical code).

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) units fiber optic does not work. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp). Fiber optic module works correctly, no failures are shown in the fiber optic performance test . Fse conducted calibration of sensors, functional tests. Equipment suitable for clinical use.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units fiber optic does not work.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.